Manufacturer narrative:
The device is part of the advisory for this model. Analysis of the lead is in process; the results will be forwarded when available. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The device is part of the advisory for this model. Analysis of the lead is in process; the results will be forwarded when available. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned in segments, analyzed and no anomalies were found. It was noted that the distal conductor was distorted, the defibrillation coil was distorted, there was blood/body fluid on the distal conductor (not obstructed), there was blood/body fluid on the outer tubing overlay, inner tubing kinked/buckled, outer tubing overlay cosmetic environmental stress cracking, the inner tubing was cut, the outer insulation was breached cut, the outer insulation had a cosmetic depression, the helix/lobe was distorted/bent, there was blood in/on the helix/lobe mechanism and there was apparent explant damage.

Event description:
It was reported that the right ventricular (rv) lead had high thresholds and, under fluoroscopy, found to be dislodged. The rv lead was explanted and replaced. It was also reported that there was insulation damage done to the right atrial (ra) lead during the rv lead extraction. The ra lead had impedances less than 200 ohms and was capped and replaced. No patient complications have been reported as a result of this event.